Event description:
It was reported to philips the device ECG 12 lead v5 was not working. The device was in use on a patient and there was no adverse event to patient or user. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty trunk cable. One trunk cable was returned for failure analysis. The reported problem according to which the device ¿ECG 12 lead v5 not working¿ was verified/replicated. The cable failed both the electrical and functional tests. The v5 terminal contact line / wire / circuitry was open. The cable also exhibited signs of contaminations on patient electrodes/connectors that could play significant role in the nature of the ECG data signals. The fse replaced the trunk cable. The device passed all performance assurance tests and was placed back into use with the customer. The trunk cable will be scrapped. The heartstart mrx remains with the customer.

Event description:
It was reported to philips the device ECG 12 lead v5 was not working. The device was in use on a patient and there was no adverse event to patient or user. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty trunk cable. The fse replaced the trunk cable. The device passed all performance assurance tests and was placed back into use with the customer. The faulty component has been requested for failure analysis, but it is reportedly unavailable for such.

Event description:
It was reported to philips the device ECG 12 lead v5 was not working. The device was in use on a patient and there was no adverse event to patient or user.